Manufacturer narrative:
A batch record review found no discrepancies related to the reported complaint. Process checks and quality checks were performed and yielded acceptable results. No additional action is required and this complaint will be closed. The issue will be monitored through the post market monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on november 11, 2016. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted.

Event description:
The end user reports "mass was extremely difficult to remove compared to use in the past. It was more painful and time consuming to remove for unknown reason. She stated that the barrier was much more adhered to skin. States no skin injury." No further information has been provided.